Event description:
It was reported the bronchovideoscope displayed an error code e315 (non-compatible endoscope). The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) hospital affiliated to (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.